Event description:
When bleeding the patient onto treatment the blood leak detector came on. The dialysate was checked with an indicator and it was very positive for blood. This indicates that the dialyzer fibers were ruptured and the patient's blood was leaking into the dialysate. The treatment was stopped, blood returned to the patient. A new dialyzer was set up and treatment restarted.the patient's treatment was delayed approximately 10 minutes.